Event description:
Hearing performance with the device affected. The recipient was involved in a motorcycle accident, which occurred on (B)(6) 2021. Therecipient was showing good benefit before. Re-implantation was planned for (B)(6) 2021. However, no additional information has been received despite requests.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. No information has been received, if the explantation has taken place as planned.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Hearing performance with the device affected. The recipient was involved in a motorcycle accident, which occurred on (B)(6) 2021. The recipient was showing good benefit before. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was involved in a motorcycle accident.